Event description:
On 08/06/1998, the international distributor informed the MFR via a faxed report (written in french) of the following: as far as the MFR.'s rep can interpret, it appears that the device catheter was damaged via compression of the clavicle. The MFR's rep requested the MFR's international rep to have the international distributor send a completed report to the MFR. In english; however, the english translation has not been rec'd to date. No further details were provided at this time.